Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a consumer regarding an implantable intrathecal pump intended to deliver bupivacaine and morphine (concentrations and doses unknown), indicated for non-malignant pain and other chronic/intractable pain (trunk/limbs). It was noted that the healthcare provider (hcp) gives him dilaudid to take away the tolerance to morphine. It was reported that the patient's third pump "slowly died" and he didn't even know it. The patient reported that he was on a heavier dose of the oral medication because of the reaction to prialt (from the second pump). The event date was unknown, per the patient "about 2 months before the last pump." The patient noted that he had a different healthcare provider, and a nurse told him his "pump looked fine." No patient symptoms were reported. No further complications were reported or anticipated.